Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that an inappropriate shock due to oversensing accelerated the rhythm into ventricular fibrillation (vf) which resulted in the patient having a seizure. The third shock successfully converted the rhythm. A boston scientific technical services consultant expressed concern regarding the shock impedance measurement of 150 ohms. The consultant recommended x-rays , vector evaluation and a treadmill test. The caller noted that this patient is of large stature. Optimization and automatic set up failed in primary and alternate vectors and secondary vector was chosen. The patient's following physician instructed the patient to go to the emergency room due to the elevated impedance measurement. The system was subsequently explanted and replaced with a bi-ventricular implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that an inappropriate shock due to oversensing accelerated the rhythm into ventricular fibrillation (vf) which resulted in the patient having a seizure. The third shock successfully converted the rhythm. A boston scientific technical services consultant expressed concern regarding the shock impedance measurement of 150 ohms. The consultant recommended x-rays , vector evaluation and a treadmill test. The caller noted that this patient is of large stature. Optimization and automatic set up failed in primary and alternate vectors and secondary vector was chosen. The patient's following physician instructed the patient to go to the emergency room due to the elevated impedance measurement. The system was subsequently explanted and replaced with a bi-ventricular implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.